Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949-65 lead (B)(6) 2005; 5076-52 lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead impedance was unstable and they were unable to confirm if the issue was related to the lv or rv lead impedance measurement circuit of the implantable cardioverter defibrillator (ICD). It was also reported that the right ventricular (rv) lead showed high impedance and there was a possible fracture. The rv lead was removed and replaced. The device was removed and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.